Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to verify critical pump error (open book image), pump or sensor or transmitter communication anomaly, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, and unexpected replace battery now alarm due to blank display. Device received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched display window corner, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump has been exposed to moisture during swimming. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported display was blank currently. The device will be returned for analysis.